Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-33, lot# v012900, implanted: (B)(6) 2006, product type: lead. Product ID: 3889-28, lot# v854316, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted three days before reported event date and the last weekend the patient felt a shocking pain sensation at the implant site on the left side. The patient was not feeling that pain now. It was noted that the healthcare provider did not check the patient device components or run any reports at the patient appointment two days before reported event. It was noted that the healthcare provider did not look at implant on CT scan.